Event description:
Procedure type: sigmoid resection. According to the reporter: the surgeon stated that the staples did not form right. The surgeon had to hand sew anastomosis. There was minimal tissue loss as the anastomosis had to be hand sewn after eea failure. Damage was that anastomosis was not complete. Had to cut away staple line that was not complete and do a hand-sewn anastomosis. Surgeon stated that a few staples didn't form and hung up on the anvil of the stapler twisted backwards. Damage was irreversible, however repair was completed. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).